Event description:
Manufacturer received report from company representative while in the or with a physician that programming wand failed to program. Programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conductor, which caused the reported problem. No serious injury was reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.